Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side suspected rupture and "silicone containing axillary lymph nodes are also questionable" (captured as silicone migration and lymphadenopathy). The device remains implanted.

Event description:
Patient reported right side "individual small cysts", "axillary lymph nodes are also questionable" confirmed via mammogram and "had no idea about this recall". Later healthcare professional reported "capsular contracture baker grade: iii". Later patient reported "silicone is still in my lymph nodes". The device was explanted, replaced by a non-abbvie device and will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, g2

Event description:
Patient reported "suspected device rupture". Later patient reported "individual small cysts", "axillary lymph nodes are also questionable" confirmed via mammogram and "I had no idea about this recall". Later healthcare professional reported "capsular contracture baker grade: iii". Later patient reported "silicone is still in my lymph nodes". Later patient reported "ruptured". This record is for the right side. The device was explanted, replaced by a non-abbvie device and will be returned.